Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: trying to remove the sulu after the firing for anastomosis was completed, the tissue jammed at the channel for the clamp bar. It could not be removed. Then the additional resection was required by use of surgical scissors for release of the device. Later when another was used to close the surgical incision, the fired tissue would not be released from the sulu. The surgeon manually managed to release the device from tissue. Reported tissue damage involved upon release of device. It is unknown if staples were malformed or not. By suturing, the case was completed with no problem. No patient harm. The handle device used in the case was scrapped and is not returned. Was any reinforcement material used in conjunction with the stapling device: unknown.